Manufacturer narrative:
The visual evaluation shows the barrel clamp head was badly broken and the ac cord clip was not received with the pump for evaluation. The damage was caused by the customer mishandling the device. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported the pump had a broken syringe clamp and cord securing clip and exhibited an auxiliary control unit (acu) watchdog failure/audible alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.